Event description:
It was reported to philips that the device stopped producing an ECG reading and subsequently displayed an all limb leads off message. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.